Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient was on program 1 but that they were having problems because the implant was not relieving their symptoms. The patient reported then the health care physician (hcp) had them switch to program 2 and it ¿still wasn¿t happening.¿ while on the call, the patient stated they were on program 3 and that they were overflowing and that they had to wear thick pads. The patient also noted that just by walking they could fill a pad. The patient reported that they changed the stimulation to 1.8v the other day and stated they weren¿t feeling stimulation but noted they did feel stimulation when they first increased stimulation. The patient was getting benefit from the therapy but the patient stated, ¿probably the first of the month¿ they started noticing less benefit and the ins was not relieving their symptoms. While on the call, the patient synced with the patient programmer and programmer showed ¿stim off.¿ the therapy was then turned on and the patient was on program 3 at 1.8v. The patient tried increasing stimulation but was unable to because the ins was turned off. The ins was turned back on and the stimulation was increased to 2.2v where patient reported it was comfortable. The patient noted they re-adjusted stimulation 3 days ago and said that they felt stimulation but then it ¿just quit.¿ the patient was instructed to monitor symptoms over the next few days and to follow up with hcp if problems were to persist. No further complications were reported/anticipated.